Manufacturer narrative:
Report source: other specify: colombia. One 72202618 twinfix ultra titanium 5.5mm anchor device reported on. The product was used for treatment but not returned for evaluation. Physical conclusions, full investigation and evaluation were limited. Factors affecting device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation according to instructions for use. Influences that may compromise product integrity include: site prep with alternate or without recommended instruments. Use of excess force. Difficulty establishing and maintaining axial alignment to prepared insertion site. Instructions for use gives specific instruction and has precautionary statements and recommendations for proper use of product which includes a chart of size and bone condition specific prep instruments. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Remove the awl from the insertion site by tapping lightly on the underside of the handle. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Recommended prep instrument for the 5.5mm anchor used on normal bone condition is a 3.8mm tapered awl and a 4.5mm spade tip drill. No root cause associated with the manufacture of this device was established. Product met specs upon release to distribution.

Event description:
It was reported that, during a rotator cuff repair surgery, while trying to put a bone transection point, the twinfix needle was stuck; when attempting to remove it, the suture detached from the needle. In consequence, the physician decided to leave the needle inside of the patient. It is unknown if/how the procedure was finished. The surgery was not delayed. The patient was not injured.